Manufacturer narrative:
Pending investigation. D10: 320-10-05 equinoxe reverse tray adapter plate +5mm (B)(6). 320-38-03 145 degree 38mm humeral liner +2.5 s395220. 300-01-10 equinoxe humeral stem 10mm primary (B)(6). 320-15-02 rs glenoid plate sup. Aug 10 deg. (B)(6). 320-06-38 equinoxe 38mm glenoshere. 320-20-30 eq rev compression screw w/ cap 4.5 x 30mm (B)(6). 320-20-30 eq rev compression screw w/ cap 4.5 x 30mm (B)(6). 320-15-05 eq rev locking screw (B)(6).

Event description:
As reported, approximately 1 month and 9 days post the first revision surgery, the patient presented back with continued issues with instability and pain. The patient underwent a second revision. The surgeon had issues with being able to get the torque screw out of the humeral stem and tray. It was not fully released from the stem, causing the humeral tray to spin circumferentially around the stem. The surgeon replaced the glenosphere with a lateralized one, kept the tray as it would not release from the stem, and implanted a constrained liner. There was a 5-15 minute delay. The patient did not experience any adverse events as a result of the delay. The surgeon felt he got a stable construct with the implants that he was able to exchange. He would have liked to be able to release the humeral tray from the humeral stem and spent some time trying to disengage the implants however was not able to get them to disengage. The patient was last known to be in stable condition following the event.